Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped compressions and displayed a "check position/reposition belts" message was confirmed during the archive data review. Based on the archive data, the autopulse platform stopped compressions and displayed user advisory 02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) messages multiple times. Although the uas were not reproduced during the functional testing, an intermittent issue with the drive train motor cannot be ruled out. Therefore, the root cause of the reported complaint was a defective drive train motor. The archive data indicated that the autopulse platform stopped compressions and displayed ua02 and ua17 messages multiple times, confirming the reported complaint. The autopulse platform passed the initial functional testing with no faults or errors. The brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The reported complaint could not be reproduced. Nevertheless, the drive train motor needs to be replaced, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform was scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
After intubation, the crew positioned the patient on the autopulse platform. The lifeband was placed on the patient's thorax, fixed in each other according to mpg (medical devices act), and the compressions began in 30:2 mode. The platform performed compressions with no issues for the next 7 minutes. Then, the compression mode was switched from 30:2 to continuous mode. Approximately 2 minutes after the switch, the platform stopped compressions and displayed a "check position/reposition belts" message. The same issue repeated four times, even after repositioning and re-adjusting the lifeband each time. During the fifth attempt, the lcd went blank, and the platform no longer works. The crew pressed the on/off button, and the platform did not respond. After use, the first li-ion battery was checked, and the status leds showed two bars, indicating 50% charge capacity. The crew replaced the battery, and the platform powered up again. However, the platform resets again after 3 times of lifeband tightening/loosening, the platform stopped, and the lcd went blank again. At this time, the replaced battery had approximately 95% charge capacity. The platform was, therefore, removed and replaced by a reserve device from another nef (emergency ambulance). No consequences or impacts on the patient.